Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to all information provided by the reporting criteria going forward. Evaluation: analysis was normal. No anomaly was found.

Event description:
It was reported that patient had not taken his medication and developed a pulmonary edema. High capture threshold, low sensing, and high pacing impedance were observed. Lead was replaced.